Event description:
Left ventricular assist device (lvad) pump stopped when switching from ac (alternating current; wall) power to battery. The battery connected to secondary power source (1) did not power the pump once the ac power source (2) was disconnected. No patient harm.